Event description:
During a neurovascular procedure an aristotle 18 guidewire was used in stroke case with what was said to be a very difficult case due to the anatomical presentation. The guidewire broke during the procedure. It was noted the system may have kinked and could be a contributing factor to the break. No injury to the patient was reported as a result of the device malfunction.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.